Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break could not be tested due to device components not being returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was bilateral arteriotomy in the right and left common femoral arteries (rcfa and lcfa) using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. The sutures of two proglide devices were successfully placed at each access site. The sheath was upsized to an 18f in the rcfa and a 14f in the lcfa. The aaa procedure was completed. Reportedly, one proglide device had a suture break in the rcfa and one proglide had a suture break in the lcfa. Hemostasis was achieved with an additional proglide device at both access sites. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.